Event description:
It was reported that the implantable cardioverter defibrillator exhibited increased thresholds and impedance on both lead channels and decreased sensing on the ventricular channel. On (B)(6) 2017, the patient presented for revision procedure and upon extracting the device, debris was observed in the header. Cleaning the leads and device resulted in measurements within acceptable limits. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of debris in the header, increased thresholds, and increased impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.